Event description:
It was reported that during a ptca procedure involving a calcified and 100% stenotic lesion, the maverick2 monorail 15x1.5 mm balloon ruptured at 10 atms. (The number of inflations performed is unk). The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. The types and sizes of introducer sheath, guide wire, guide catheter and inflation device used in this case are unk. No pt injuries or complications were reported.